Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator 2 months ago. A manual capacitor reform was performed and the device triggered end of life. The patient stated no tones were emitted.